Event description:
Medical assistant reported a spontaneous seroma on patient and the physician suspects bia-alcl. The patient underwent an MRI which did not observe a rupture. Removal of the device is planned. Left side. No pathological markers have been received.

Manufacturer narrative:
The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "spontaneous seroma" and "physician suspects bia-alcl".